Event description:
It was reported that post op of a colon procedure on (B)(6) 2013, the patient was returned to the operating room on (B)(6) 2013 for unknown reasons. The surgeon discovered that the patient had a leak at the staple line. It is unknown how the surgeon discovered this issue or what the outcome was. The surgeon will not share any of the case information with the company rep. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.